Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code ) was confirmed. Upon investigation the monitor was unable to complete an incoming pulse test and displayed a service code 110. The cause for the failure was isolated to a shorted c6, c7 capacitor and u1004, u1005 on the computer/analog pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the damaged monitor.